Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device evaluation, the service repair technician team indicated that the distal end (c-body) had a cut on the pink rubber, and the glue was cracking off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of distal end (c-body) had a cut on the pink rubber, and the glue was cracking off is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.